Event description:
This is a clinical study case report received from an investigator in united states on (B)(4) 2014 which refers to a (B)(6) female patient who was involved in a interventional company-sponsored study, study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). On (B)(6) 2012, the patient had essure inserted for permanent sterilization, lot number used was 948836. Investigator reported that on (B)(6) 2012, the patient start experienced pelvic pain of moderate severity. On (B)(6) 2014, an ambulatory cervical polypectomy, removal of essure and a laparoscopic bilateral salpingectomy were done. The patient recovered with treatment. Investigator assessed the event as possible related to essure. Follow up information received on (B)(4) 2014: ptc (product technical complaint) was provided. Ptc global number: (B)(4). Final assessment: manufacturing date: feb-2012; expiration date: feb-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4). Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality defect per se. (B)(4) further ae case reports have been received to date in relation to batch no. 948836, of which 1 case refers also to a similar type of adverse event. No unusual pattern could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, clinical study case report refers to a (B)(6) female subject who was involved in a interventional company-sponsored study, study number: (B)(4) and experienced pelvic pain. This event was considered as serious due to medical importance and listed for essure in the investigator's brochure. Pelvic pain may occur during and following the micro-insert placement procedure. In this particular case, the subject experienced this event on the same day of essure insertion. The investigator assessed the event as possible related to essure. Given a positive temporal relationship, company agrees with investigator's assessment and considers the reported event to be related to study device. This case was regarded as incident since the subject underwent a laparoscopic bilateral salpingectomy. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up 09-mar-2015: follow up information received from the investigator. The event pelvic pain was not considered an serious adverse event by the site, but was considered an incident by the clinical team (due to surgical intervention to treat event). The site has not reported the lower abdominal pain as an adverse event. Company causality comment: this medically confirmed, clinical study case report refers to a (B)(6) female subject who was involved in a interventional company-sponsored study, study number: (B)(6) and experienced pelvic pain. This event was considered, by the company, as serious due to medical importance and listed for essure in the investigator's brochure. Pelvic pain may occur during and following the micro-insert placement procedure. In this particular case, the subject experienced this event after essure insertion. The investigator assessed the event as possible related to essure. Given a positive temporal relationship, company agrees with investigator's assessment and considers the reported event to be related to study device. This case was regarded as incident since the subject underwent a laparoscopic bilateral salpingectomy. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up received on 28-jan-2015. Additionally, during internal review it was observed that the previously reported initial receipt date (B)(6) 2014 is incorrect. The correct initial receipt date of the case is (B)(6) 2014. Essure was inserted on (B)(6) 2012. The patient was seen for her 1 year follow-up visit on (B)(6) 2013 and had no complaints at that time. On (B)(6) 2014 she reported that she had been experiencing intermittent bilateral lower abdominal pain since essure placement; the pain usually lasted for 1 hour about 1-2 times per day, but sometimes she had no pain at all. She wanted the devices removed and was requested to return in one month. She returned on (B)(6) 2014 and once more requested removal. She had a cervical polypectomy, laparoscopy, removal of essure and laparoscopic bilateral salpingectomy performed on (B)(6) 2014. She returned on (B)(6) 2014 and reported that her pain had much improved. Company causality comment: this medically confirmed, clinical study case report refers to a (B)(6) female subject who was involved in a interventional company-sponsored study, study number: (B)(4) and experienced pelvic pain. This event was considered as serious due to medical importance and listed for essure in the investigator's brochure. Pelvic pain may occur during and following the micro-insert placement procedure. In this particular case, the subject experienced this event after essure insertion. The investigator assessed the event as possible related to essure. Given a positive temporal relationship, company agrees with investigator's assessment and considers the reported event to be related to study device. This case was regarded as incident since the subject underwent a laparoscopic bilateral salpingectomy. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.